Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had to delay a surgery because they couldn't find a manufacturer representative (rep) to turn off the gastric pacemaker. It was noted that the surgery was scheduled for (B)(6) 2017, but later stated that they were nervous about what would happen (B)(6) 2017. The patient stated that pre-implant, they were promised that a rep would be available when needed, but three surgeries later, it had been an ordeal every time. It was indicated that the patient had mailed aremote to a surgeon. There were no further complications reported as a result of this event.